Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
A healthcare professional reported "silicone perspiration - folds, waves, rotation, periprosthetic shell - capsular contracture baker grade iii: the breast is hard and deformed, but no pain.¿ this relates to right side. Device has been explanted.